Event description:
Tibia appeared to be cut inaccurately. Case type: tka. Surgical delay: <= 15 minutes. Update: which cuts were inaccurate? The tibia cut. How was the cut inaccurate? (Proud, deep, etc) deep. What is the estimated discrepancy mentioned in the complaint? (Tka ¿ angle(s) & mm) medial side of tibia 1-2 mm. Was the planar probe utilized to measure cut accuracy? (Tka) no.

Manufacturer narrative:
Follow-up #1 and final report submitted to update sections d.3, g.1, g.4, g.7, h.2, h.3, h.6, h.10 and h.11 based on the results of investigation. "Reported event: an event regarding inaccurate resection ¿tibia appeared to be cut inaccurately¿, involving 3.0 rio® robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: review of the device history records associated with rio rob952 indicate quality inspection procedures were completed with no reported discrepancies. Complaint history: a search of the complaint database under device identification pn 209999 reports similar complaints for tka software - inaccurate resection. The complaint record numbers are: (B)(4). Conclusion: the case files provided (crisis logs and patient session file) were reviewed. Areas of investigation included CT landmarks, the implant plan, robot registration, operative workflow from registration through preparation, and tool position during bone preparation. Additional sources of information were the system service record and phone call with the mps. Data logged by the system shows that the user struggled to pass the tibia bone checkpoint following the initial registration. Checkpoints are a risk mitigation intended to capture a change in the registered relationship between the anatomy array and the bone. The failing checkpoint could indicate that bone pins or checkpoint did not have good purchase, arrays were not fully tightened or were bumped, or vizadisks were not seated or are dirty. The failing checkpoint at the end of the bone preparation workflow further implicates some factor in setup. The data at this time shows that the mako system operated within specification. No system defect or malfunction is suspected. Corrective action/preventive action: a search of the nc/CAPA database under device identification pn 209999 reports no records related to tka software - inaccurate resection.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Tibia appeared to be cut inaccurately. Case type: tka. Surgical delay: 15 minutes update: which cuts were inaccurate? The tibia cut. How was the cut inaccurate? (Proud, deep, etc) deep. What is the estimated discrepancy mentioned in the complaint? (Tka ¿ angle(s) & mm) medial side of tibia 1-2 mm. Was the planar probe utilized to measure cut accuracy? (Tka) no.